Manufacturer narrative:
Additional information: g3, h3, h6 correction: d9 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Three opened samples, two sealed samples and a photo were available for evaluation. Visual inspection for the first and second cartridges noted that the loading unit was fully fired and the jaws were open. The third unit had a full complement of staples and the jaws were also open. The fourth and fifth were received in a sealed blister package. Functional testing for the first and second unit noted that each reload was loaded into an instrument and was cycled without hesitation or binding. The safety interlock feature successfully prevented each loading unit from cycling again. The third unit was also loaded into an instrument and applied to test media. All staples were placed, and the test media was cleanly transected. It was confirmed that the safety interlock feature successfully prevented the reload from cycling again. Fourth and fifth loading unit were removed from the sealed blister package, loaded into an instrument and were applied to test media. All staples were placed, and the test media was cleanly transected. It was also confirmed that the safety interlock feature successfully prevented each loading unit from cycling again. It was reported that staples were missing from the staple line after firing, a component disengaged from the device into the surgical cavity, or time was extended by more than 30 minutes resulting from product failure, the staples did not form as expected and significant surgical intervention was required due to the product failure. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each d evice are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic roux-en-y gastric bypass while creating a pouch, the stapler was able to fire but the staples did not form the b shape and part of the malformed staples fell into the patient cavity and the staple line was also incomplete centrally. The patient experienced tissue damage and the surgical time was extended for more than 30 minutes. To resolve the issue, the staple line was hand stitch by the surgeon, the broken component was removed by a clamp and a new reload was used to complete the procedure.